Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) ranging from 41-51 mg/dl; bg cause was due to control iq software delivering a correction bolus as intended. Customer drank juice and ate food to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding pump settings that may require adjusting.